Manufacturer narrative:
(B)(4). The device was manufactured 10/25/13-10/28/13. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked during reconstitution. The reporter stated that the device was securely attached to the unknown bag and the needle visibly penetrated the stopper. There was no patient involvement. No additional information is available. This is report 6 of 6.